Event description:
Customer reported a false positive reaction (2+) in the anti-b column of the gel card. Patient was a known group a. Customer states it is their policy to recheck questionable results by the tube method. Sample was retested using tube method and the results were as expected. The tube testing results were reported. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing, a batch record review, and a complaint by lot review. All results were satisfactory. (B)(4).